Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation finding of guide catheter detached. Block h11: a flexima biliary stent and delivery system were returned for analysis. Visual examination revealed that the guide catheter was detached, kinked, and stretched. Additionally, the suture hole on the push catheter was torn. No other issues were observed with the stent and delivery system. Product analysis confirmed the reported event of stent failure to deploy and use of device issue - user error. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The IFU cited: "completely retract the guidewire into the endoscope. If the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed. The guide catheter was most likely stretched, kinked and detached due to the force applied when it was felt that the stent wasn't being deployed. This could have also happened since the instructions for use weren't followed or also due to the complications that could have also appeared during the procedure, making the guide catheter unable to handle the amount of pressure that was being used on it. If the device was not deploying the stent due to the guide wire not being retracted, there is a possibility that the same force applied when trying to deploy the stent made the push catheter suture hole get torn by the amount of force applied to deploy the stent. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a flexima biliary stents was to be implanted to treat a biliary stenosis in the gallbladder during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the stent could not be deployed easily. Another flexima biliary stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the guide catheter was detached. Please see block h11 for full investigation details. Note: it was reported that the guidewire was in the patient during the attempted deployment. Per the IFU, "if the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed."